Event description:
Injury (patient / other): no. Product possibly involved in injury: no. Complaint: in the package of 10 pieces there was 4 that had no use-by date. Product information: article no.: pig1280k/v001 - safe-t-centesis® catheter drainage set (8 fr.) Pu (packaging unit) 10 pieces. Additionally affected item no.: pig1280k/v001 - safe-t-centesis® catheter drainage set (8 fr.) Pu (packaging unit) 10 pieces. Additionally affected lot no.: 0001446110. Additional information: description of the problem (what / why): in the package of 10 pieces there was 4 that had no use-by date. How often defect occurred: 4 . Medical intervention (other than first aid): no. Needle/probe stick: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: replacement. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open if valve broken/damaged/ disconnected: no. Nose of the safety valve broken/damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful drainage: yes. Impact on the patient: no effect on the patient. Exposure to blood/body fluid: no. Course of treatment changed due to event: no. Procedure performed by: (B)(6) staff. Procedure performed in: hospital. Replacement requested: no. Credit requested: yes. Additional information: response received: 12/apr/2024. - could you please provide a further description of the issue "in the package of 10 pieces there was 4 that had no use-by date."? - there were 4 pieces in a ve without an use-by date on the label. - was the expiration date missing from the label for 4 pieces? - yes. - does the other 6 pieces have the expiration date on the label? - yes. - did the event directly, or indirectly involve a patient or user? - it was noticed before use. -yes (see attachments). - 2 ¿ tnt in progress, RMA# (B)(4), tnt-belgium ¿ (B)(4).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo and four sample of lot number 0001446110 were provided to our quality team for investigation. Through visual inspection, the use by date and carefusion logo, 'sponsored by' information was not observed in the label; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001446110 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. A corrective action project cid has been initiated to further investigate and address this failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2101 patient problem code: f27

Event description:
Injury (patient / other): no product possibly involved in injury: no complaint: in the package of 10 pieces there was 4 that had no use-by date. Product information: article no.: pig1280k/v001 - safe-t-centesis® catheter drainage set (8 fr.) Pu (packaging unit) 10 pieces additionally affected item no.: pig1280k/v001 - safe-t-centesis® catheter drainage set (8 fr.) Pu (packaging unit) 10 pieces additionally affected lot no.: 0001446110 additional information: description of the problem (what / why): in the package of 10 pieces there was 4 that had no use-by date. How often defect occurred: 4 medical intervention (other than first aid): no needle/probe stick: no other measures taken: no safety issue: no problem resolved: yes how the problem was solved / additional information: replacement photo / sample available: yes safety valve broken / damaged / disconnected: no safety clamp open if valve broken/damaged/ disconnected: no nose of the safety valve broken/damaged: no locking tab broken/damaged: no leakage: no successful drainage: yes impact on the patient: no effect on the patient exposure to blood/body fluid: no course of treatment changed due to event: no procedure performed by: ewimed staff procedure performed in: hospital replacement requested: no credit requested: yes additional information: response received: 12/apr/2024 - could you please provide a further description of the issue "in the package of 10 pieces there was 4 that had no use-by date."? - there were 4 pieces in a ve without an use-by date on the label - was the expiration date missing from the label for 4 pieces? - yes - does the other 6 pieces have the expiration date on the label? - yes - did the event directly, or indirectly involve a patient or user? - it was noticed before use